Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported by the customer that there was a delivery anomaly. The customer stated that the basal rates on her insulin pump are changing to rates that she did not program, which have led her to experiencing low blood glucose levels. The customer also stated that her insulin pump trainer and doctor have observed the same problem after changing the basal rates and monitoring the insulin pump. Nothing further was reported.